Event description:
It was reported that patient broke extension during trial. Troubleshooting impedance testing and x-rays were performed. It was indicated that patient got caught and it broke. It was reported as unknown if there were any patient symptoms or complications associated with this event. The patient proceeded to implant of battery, stimulation was checked after implant and patient reported it felt like it did before the extension broke. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, implanted: (B)(6) 2014, explanted: product type extension; product ID 3889-33, lot # va0j0kp, serial # unknown, product type lead. (B)(4).